Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #750c5. Investigation summary- according to the information received, the gst60b reload reported partial fire, difficult to open and would not reverse knife automatic during operation. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage along with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. As no device was received we are unable to investigate further the events of difficult to open and would not reverse knife automatic. The event described could not be confirmed as the reload was received fully fired. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 750c50, and no non-conformances were identified.

Event description:
It was reported that during a lung resection procedure, it was observed that the device could not fire farther after fired a half. It was further reported that after firing, the knife moved to the distal end but did not return automatically. They used manual override lever to return knife. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60b with lot number 769c91; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.